Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 521 mg/dl at one point. The patient had not been receiving insulin; however, it was discovered that the insulin pump was not programmed. During troubleshooting the customer was assisted with programming the time, date, basal rates, bolus wizard, fixed prime, meter ID, alert type, max bolus, max basal, and transmitter ID. The customer was able to hook the device up to her body and begin proper insulin pump therapy. The insulin pump was not returned for analysis.